Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) with moderate calcification and mild tortuosity. The ht balance middleweight universal ii guidewire (gw) was advanced to it's intended location and an ivus catheter was advanced on the gw; however, the catheter became stuck with the gw coating during advancement. The catheter was removed and during removal, the gw retracted with the catheter. The gw and catheter were removed together and the gw tip broke in more that 1 piece; however, the pieces of the gw broke outside the anatomy and were able to be removed. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty during advancement or removal of the ivus catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have contributed to the reported difficulty during to advancement or removal. Additionally, manipulation of the guide wire when resistance with the catheter was encountered, possibly contributed to the reported tip separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.